Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not .

Event description:
It was reported that the customer disconnected from the pump and reverted to using insulin injections for insulin therapy. It was unknown as to why the customer discontinued with the pump therapy. Blood glucose (bg) was 477 mg/dl and an insulin injection was administered lowering the bg to 100 mg/dl. The customer went to the emergency room was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with insulin and steroids. The bg lowered to 45 mg/dl due to the treatment. Carbohydrates were consumed. The high/low bg and dka were resolved. At the time of the report, the customer had not been discharged. Although requested, additional information regarding this event was not provided.

Manufacturer narrative:
Corrected data: (code 61 as customer had reported under MFR # 3007981285-2017-38819 that the pump had been dropped in water).

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and the test passed. Fluid ingress was identified; entry point was not known.